Event description:
Welch allyn customer reported acuity central station displays are black and reading "no display". Welch allyn technical service remotely evaluated the system and attempted to resolve the issue by rebooting the server. Upon reboot, acuity showed error code "panic. Cannot open kernel / amd64 unix. Press any key to reboot." After pressing a key, acuity reboots back to the same screen with panic error code message. Welch allyn replaced the cpu. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.